Event description:
It was reported that upon interrogation, the pulse generator exhibited noise on the ventricular channel. Multiple episodes of noise reversion were recorded. The noise was not be reproduced through isometrics or pocket manipulation. A chest x-ray showed no abnormalities. The device remained implanted, the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.